Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not responding (standby button, and alarm button not working). There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the v60 ventilator had a touchscreen that was not responding (standby button, and alarm button not working). It was reported that the touchscreen would not respond in certain areas (around the standby button). The device passed the touchscreen calibration, but the touch was still having issues. The rse noted that the issue was observed in the touch diagnostic page. The rse advised the customer to replace the touchscreen and provided the customer with the part number for replacement.